Manufacturer narrative:
(B)(4). Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the a21 error test, prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. Pump received with normal operating current. Pump passed self test. Pump passed off no power test. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump wasted a reservoir full of insulin because insulin came out of tubing, while priming the tubing after letting go of the act button. There was no numbers on the insulin pump the whole time. The customer did the displacement test a couple times and the piston would reach the end but would receive a no reservoir alarm. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.